Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 312.280, lot: 9835142, manufacturing site: bettlach, release to warehouse date: 08. Apr 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the devices were returned in assembled condition, the drill bit is inserted into the drill guide. Almost the complete fluted part of the drill bit is visible at the forefront of the guide. There are some very strong stress marks at the drill shaft visible. The golden layer is worn away at the damages, which indicates that they were caused post-manufacturing. Functional testing: the functional test has shown that the drill bit indeed cannot be removed from the drill guide. It is possible to turn the drill bit and to move it back and forth about 5mm, but then it get stuck in the sleeve. While the drill bit was turned in the sleeve is was detected that the front piece, which sticks out form the forefront of the guide, of the drill bit is bent and due to this deformation it is not possible to remove the drill bit from the sleeve. Dimensional inspection: the relevant dimension of the drill guide cannot be verified anymore as the drill bit cannot be removed. The drill bit is rotatable and can be moved back and forth and it was possible to insert the drill bit before it was bent, this speaks against a dimensional issue at the drill guide. Investigation conclusion: the complaint is confirmed as it is impossible to remove the drill bit from the drill guide as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the appearance of the drill bit we have to assume that too much lateral stress was applied on the device during use and that this lateral stress did lead to the deformation of the drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation document/specification review step is not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) surgery was performed for a fibula fracture on (B)(6) 2020. During the surgery, after the reduction, the surgeon drilled through the drill guide for inserting a cortex screw to fix the plate. The surgeon could not remove the drill bit from the drill guide. The surgeon removed the drill bit from the drill guide on instrument table, and inserted the drill bit into the drill guide again, the drill bit was unable to be removed from the drill guide at all. A surgical delay of 30 minutes was reported. Patient was listed as stable. This is report 1 of 1 for (B)(4).